Event description:
It was reported that the patient with this pacemaker system had an infection. A revision was performed and the pacemaker along with the right ventricular (rv) and right atrial (ra) leads were explanted. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker system had an infection. A revision was performed and the pacemaker along with the right ventricular (rv) and right atrial (ra) leads were explanted. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the patient later passed away. It was noted that the explanted device had been used as a temporary pacemaker. The device was checked and all measurements were within normal limits.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this pacemaker system had an infection. A revision was performed and the pacemaker along with the right ventricular (rv) and right atrial (ra) leads were explanted. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the patient later passed away. It was noted that the explanted device had been used as a temporary pacemaker. The device was checked and all measurements were within normal limits. The device was later received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this pacemaker system had an infection. A revision was performed and the pacemaker along with the right ventricular (rv) and right atrial (ra) leads were explanted. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the patient later passed away. It was noted that the explanted device had been used as a temporary pacemaker. The device was checked and all measurements were within normal limits. The device was later received for analysis.